Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and archive data review. The root cause of the observed ua 7 error was the defective load cells. The defective load cells were likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. During functional testing, the autopulse platform displayed a ua 7 error message upon powering up the platform. The root cause was due to the defective load cells. The archive data review showed occurrence of multiple ua 7 error messages, thus confirming the reported complaint. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During crew training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew was unable to clear the ua 7 error message. No patient involvement.